Manufacturer narrative:
Direct product analysis revealed the balloon to have a pinhole leak on the proximal shoulder of the balloon. The device history record review confirms that the device met all material, assembly and performance specifications. The root cause of the defect cannot be determined.

Event description:
Reportable based on analysis approved on 12/13/2006. It was reported that during a treatment procedure in the descending aorta, "at preparation, the balloon could not inflate once. Procedure was completed with a new one." The procedure was completed with another of the same device. There were no patient complications and the current patient condition is reported as "good."